Event description:
Zimmer hemovac autotransfusion system filter inside canister was full of blood clots and the unit allegedly stopped infusing. Saline flush was still unable to transfuse unit. Md notified, unit stopped.

Manufacturer narrative:
Contacted hosp, hosp provided lot# and catalog# based on product identification in inventory. Hosp contacted on 9/7/2005, so zimmer could obtain additional info. Hosp discarded device, therfore, no evaluation of the complaint product could occur.